Event description:
Pt called to report that their husband had a left partial hip replacement that was done on (B)(6) of 2019 and it was failing. They wanted to know if there had been a recall. The prothesis was a competitor the only stryker product was the cement. Recall enquiry.

Manufacturer narrative:
The following devices were also listed in this report: md universal cement restrictor; cat # b000-0240; lot # 6m9487. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event an event regarding other (pending revision) involving a simplex cement mix was reported. The event was not confirmed. Method & results -product evaluation and results: not performed as the device remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been 1 other similar events for the lot referenced for the same patient; therefore, no lot commonality is required. Conclusion: it was reported that the patient is impeding revision. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. Additionally, the patient would like to know if the device is in scope of a recall. Based of the the catalog and lot number; this device is not in scope of a recall. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.